Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non-us event. Consumer called and stated that when she went to remove a tampon, she pulled out the string followed by about 15 pieces of the tampon. She stated she was sure she removed all the pieces. Ten days after the incident, she saw her doctor and was diagnosed with a yeast infection.